Manufacturer narrative:
Product event summary: it was reported that (B)(4) was not able to charge; additionally, (B)(4) and (B)(4) were depleting from fully charged to less than 25% relative state of charge. Two batteries (B)(4) and (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. A review of the (B)(4) manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files covering the event date were not available. Failure analysis of (B)(4) revealed that the device passed visual inspection and functional testing; the reported power consumption issue could not be confirmed during testing. Failure analysis of the second returned battery, (B)(4), revealed that the device passed visual inspection but failed functional testing due to a cell over voltage (cov) flag, which prevented the battery from charging. The most likely root cause of the reported battery not charging could be attributed to an overvoltage fault by the analog front end (afe) module. Based on the available information, the reported power consumption issue could not be confirm ed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving power consumption issues can be attributed, but not limited to a battery malfunction and/or to communication errors between the controller and b atteries; the communication errors may lead to premature power switching events which may cause the patient to perceive that the batteries are experiencing a consumption issue. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28/ (B)(4) / mfg date: 2016-02-28 / (B)(4) / heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31 / (B)(4) / return date: 2017-03-10/ mfg date: 2016-05-31 / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that one of the patient's batteries was not charging. The status indicator light displayed flashing red when the battery was connected to all charger ports. Two of the patient's batteries depleted from fully charged status to less than 25%. The batteries were replaced. No patient complications have been reported as a result of this event.